Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a non bsc 2.5x15mm balloon several times. The physician then attempted to place a taxus express2 3.0 x 12mm drug eluting stent to the 75% stenosed lesion located in the calcified, extremely tortuous left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the proximal side of the stent was lifted up. The procedure was completed using another taxus express2 2.75x12mm stent. No patient complications occurred. Patient status post procedure is noted as good.